Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Clinician reported intermittent oversensing on the lv channel in recordings transmitted to home monitoring. Oversensed events sometimes appear to align closely with sensed events on the atrial channel. Lead to be evaluated further and remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.